Event description:
It was reported that during use with 5 bd vacutainer® sst¿ blood collection tubes the tubes were discovered to have missing additive. There was no patient impact. Phase: when the product is in use defect: separating gel blood collection tube does not contain coagulant quantity: (B)(4). Effects: no other adverse effects on patients.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval?: yes. D.10 returned to manufacturer on: 01-mar-2023. H.6. Investigation summary: bd received 20 samples and 3 photos for investigation. Return sample/photo testing: after review and analysis of the customer photos, missing additive was identified. Additionally, the 20 customer samples were subjected to a visual inspection for missing additive. 20 of 20 samples failed. Retention sample testing: 30 retain samples were subjected to a visual inspection for missing additive. 0 of 30 samples failed. Complaint history: a complaint history was performed and this is the only complaint received on this batch for the reported defect (missing additive). No trend was identified. DHR review: based on a review of the device history record (DHR) for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Conclusion: this complaint has been confirmed for missing additive based on the photos and return samples provided. Retention samples testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 5 bd vacutainer® sst¿ blood collection tubes the tubes were discovered to have missing additive. There was no patient impact. Phase: when the product is in use defect: separating gel blood collection tube does not contain coagulant quantity: 5. Effects: no other adverse effects on patients.